Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A health care professional reported that during intraocular lens implantation surgery something was found attached to the intraocular lens after implantation. It was attempted to remove it using ia, but it was completely unremovable. Fortunately, it did not affect the diffractory structure. There was a small white, rectangular object at the 11 o'clock position was observed on follow-up examination. The surgery was completed on the same day without product replacement. There was no patient harm.